Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the battery died on the insulin pump and when the customer checked her blood glucose it was not sent to her pump. A low battery alert occured in her sleep and then pump shut off. The customer's blood glucose was 519 mg/dl. The customer reported a power alert alarm. Troubleshooting was performed except for the low battery. The customer declined troubleshooting. The insulin pump will return.